Event description:
Customer reported the panorama central station shut down, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. The customer's unit was returned to company national repair center for further evaluation.